Event description:
After routine insertion of the arterial line blood noted to be spurting from the cannula. Pressure applied and line removed and replaced. If not noticed could have resulted in significant bleeding and malfunctioning of the line. Plus potential risk of inadvertent exposure to staff.

Manufacturer narrative:
Based on the DHR review, there is an inspection to inspect for leakage and aspiration failure, no leakage or aspiration failure qn being raise for the assembly needle (an) batch used to produce this complaint batch. Leakage on the catheter tubing was observed in the photo. There is no sample received. If there is a sample received, the sample can be observed and investigated on the cause of leakage. The complaint will be re-open when there is a sample received. The complaint trend will be tracked and monitored.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm blood leaks out of control plug the following information was provided by the initial reporter: after routine insertion of the arterial line blood noted to be spurting from the cannula. Pressure applied and line removed and replaced. If not noticed could have resulted in significant bleeding and malfunctioning of the line. Plus potential risk of inadvertent exposure to staff.

Manufacturer narrative:
Based on the DHR review, there is an inspection to inspect for leakage and aspiration failure,, no leakage or aspiration failure qn being raise for the assembly needle (an) batch used to produce this complaint batch. 1 photo was received. Leakage on the catheter tubing was observed in the photo. There is no sample received. If there is a sample received, the sample can be observed and investigated on the cause of leakage. The complaint will be re-open when there is a sample received. The complaint trend will be tracked and monitored.

Event description:
After routine insertion of the arterial line blood noted to be spurting from the cannula. Pressure applied and line removed and replaced. If not noticed could have resulted in significant bleeding and malfunctioning of the line. Plus potential risk of inadvertent exposure to staff.